Event description:
Complainant alleged that the autopulse® platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message. No patient involvement was reported. No further details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll on 01/22/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows no physical damage to the platform. A review of the autopulse archive was performed and the archive data shows that no sessions occurred on the reported event date of (B)(6) 2015. However, the archive shows multiple user advisory 41 (patient temperature sensor failure) codes occurring on other dates. Functional testing was performed and the reported complaint of the platform displaying a user advisory 41 message was able to be reproduced. The ua41 fault was observed and it was found that the temperature sensor was at fault. The temperature sensor was replaced and the platform was run for 50 minutes and no problems were observed. Based on the investigation, the part identified for replacement was the temperature sensor. In summary, the reported complaint of the platform displaying a user advisory 41 message was confirmed based on review of the archive and functional testing. The fault was found to be due to the defective temperature sensor. The temperature sensor was replaced to remedy the reported complaint. Upon replacement of the defective part, the platform was re-evaluated through functional testing and the platform passed all testing criteria.